Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the aneurysm location was too angled and the physician couldn't avoid twisting the microcatheter and coil delivery wire; which, lead to detachment. Based on this information an assignable cause of operational context was assigned to this event.

Event description:
It was reported that during a coil embolization of an aneurysm located in the anterior communicating (acom) artery, the second coil detached unexpectedly while being repositioned. The physician did not remove the coil because a retrieval device was not available; however, an un-specified treatment was administered and the procedure was terminated. The physician indicated that steroid will be administered to the patient if there is headache complaints. No further information is available.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during a coil embolization of an aneurysm located in the anterior communicating (acom) artery, the second coil detached unexpectedly while being repositioned. The physician did not remove the coil because a retrieval device was not available; however, an un-specified treatment was administered and the procedure was terminated. The physician indicated that steroid will be administered to the patient if there is headache complaints. No further information is available.